Event description:
It was reported that during an unk procedure, the surgeon heard a cracking sound. After firing there was no cut line and no staples. Another device of the same product code was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condtion of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.